Event description:
It was reported that two days post implant, the patient experienced syncope. At the follow up appointment, the lead impedance was found to be high and was over with body movement. The device pocket was opened and the lead was reconnected to the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).